Event description:
Complainant alleged that while attempting to treat a pt, the electrode packaging was opened and the packaging remained on the electrode adhesive and the electrode was unable to adhere to the pt. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation, and this complaint is still under investigation.